Event description:
Anesthesiologist gave spinal anesthesia with no problem, then noted that the anesthesia was not effective. The patient then underwent general anesthesia. The patient tolerated the procedure well, and there were no complications. All spinal kits with this same lot number were pulled from the shelves, and the distributing company was notified as well.